Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No serial number was identified with this complaint. Therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Non-conformance review could not be performed due to missing serial number. Technical review of the lates on-site visit is not possible as the device serial number is unknown. Root-cause for the incomplete flap is the patient movement during treatment. Without further information no root-cause for the opaque bubble layer can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure, the patient moved their head, prompting the surgeon to halt the surgery during the bed cut phase. This resulted in an incomplete flap in the right eye. A minor opaque bubble layer was observed, and the surgeon opted to pause and allow time for it to dissipate. Subsequently, the decision was made to create a deeper flap of one fifty microns and reposition the tunnel to avoid the superior area where the residual opaque bubble layer was located. The thicker flap was successfully created without further complications during refractive surgery.